Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.013, lot: 9282727, manufacturing site: hägendorf, release to warehouse date: 11.mar.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection upon visual inspection, it was confirmed that a wrong connecting screw is assembled to the aiming arm part 03.037.013. Apart from that the instrument is in good condition. Functional test: a functional test confirmed that with the returned connecting screw the aiming arm cannot be fixed to the insertion handle 03.037.011. Dimensional inspection checked dimensions per drawing component part 60117705 connecting screw total length = fail. Document/specification review: the following drawings were reviewed during this investigation. (For aiming arm part# 03.037.013), (for connecting screw part#60117705), (for screw shaft part#50157708), (for connecting screw part#03.010.415), disassembling assembling instruction (dai). The returned aiming arm was manufactured in march 2015 according to the specifications with no non-conformity reported. Dimensional inspection and functional test were performed per 100% at the time of manufacturing with no non-conformities documented. Summary: the returned aiming arm was examined, and the complaint condition was able to be confirmed as a wrong connecting screw is assembled; the connecting screw is too short, hence, the aiming arm cannot be properly connected with the insertion handle (03.037.011). The review of the production history revealed that this aiming arm was manufactured in march 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Furthermore, these instruments are function checked per 100% before they leave the manufacturing site. No manufacturing related issues that would have contributed to this complaint were found; the damage occurred is determined to be post production/acceptance criterias. This complaint condition is most likely due to incorrect assembly after reprocessing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. We can confirm on the received photos, that the wrong connection screw 03.010.415 was used to fix the two instruments aiming arm aiming arm 03.037.013 and insertion handle 03.037.011. The connecting screw 03.010.415 is intended to fix the instrument 03.010.412 aiming device for guide wire. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record (DHR) review was conducted: part: 03.037.013, lot: 9282727, manufacturing site: (B)(4), release to warehouse date: 11.mar.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a training session it was noticed that the aiming arm handle cannot be connected to the aiming arm with the connection screw because the provided connection screw is a wrong screw. It is a possible mismatch while assembling the training set. There was no patient involvement reported. This report is for one (1) 130 deg aiming arm. This is report 2 of 3 for complaint (B)(4).